Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total abdominal hysterectomy with bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included phentermine hydrochloride (adipex). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pulmonary pain ("I have sharp pain in my lungs") and dyspnoea ("not able to get a good deep breath") and was found to have weight decreased ("I lost 30 pounds") and weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, pulmonary pain, weight decreased, dyspnoea and weight increased outcome was unknown. The reporter considered dyspnoea, medical device removal, pulmonary pain, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total abdominal hysterectomy with bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included phentermine hydrochloride (adipex). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pulmonary pain ("I have sharp pain in my lungs") and dyspnoea ("not able to get a good deep breath") and was found to have weight decreased ("I lost 30 pounds") and weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, pulmonary pain, weight decreased, dyspnoea and weight increased outcome was unknown. The reporter considered dyspnoea, medical device removal, pulmonary pain, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : new reporter and event I have sharp pain in my lungs, gained weight, I lost 30 pounds and not able to get a good deep breath added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total abdominal hysterectomy with bilateral salpingectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.